Manufacturer narrative:
(B)(6). Surfacemerge registration was not completed, after taking the 6th point they stopped surfacemerge. On 04/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/18/2016 software investigation completed. Findings are that the behavior described is the intended behavior of the software. Software is functioning as designed. No software anomaly. Not a failure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, that when registering the patient they were able to successfully register levels c2, c7, and t1 but could not successfully register t2. The point moved significantly after the 6th point and there was alleged to be an error in accuracy error. The site attempted to register 5 times unsuccessfully. This occurred during surfacemerge registration, there were no issues during pointmerge registration. The surgeon did not use navigation to place the screw at t2. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the doctor has an experience not lack sufficient experience of surface merge. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.